Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on 11/25/2002 and mesh was implanted along with concurrent cystourethroscopy and pubovaginal sling for stress urinary incontinence. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that patient underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2005 for dysfunctional uterine bleeding, pelvic pain, left ovarian cyst, adenomyosis of the uterus and pelvic lesions. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.